Event description:
It was reported, the customer had false low alerts with threshold suspend occurring. Customer stated their blood glucose was slightly high. Customer also believed the issue was caused by moisture exposure or cold temperatures. The customer declined to troubleshoot for their sensor glucose and blood glucose issue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.